Event description:
As reported by a female pt, she experienced an infection on (B)(6) 2012. The event began with whitish vision which evolved to pain. Soon after appeared hematomas and brown spots around the eyes. This occurred especially within the right eye. She also experienced swelling, hyperemia and photophobia. The pt sought "pharmaceutical assistance" in (B)(6) when the event occurred. She was prescribed two drops every four hours of visiver (tetryzoline). She used it for three days. The symptoms at that time were 95% improved with a remaining issue of a foreign body sensation. The pt continued lens wear and used opti-free replenished, of which her eye care professional said caused her contact lenses to fade. Her eye care professional also instructed her to suspend contact lens wear for three days and discard the fading lenses. She was diagnosed with a lesion in the right cornea and mild lesion in the left cornea. She is currently using systane four times daily for a prescribed period of 60 days and vidisic gel once at night for 90 days. The pt presently is experiencing ocular burning and a little redness. The symptoms resolve after the use of the medication prescribed by the doctor.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. The device history record and sterilization record for this lot has been reviewed and no deviation or non-conformances were found that indicate a process issue occurred during the production and final packaging to the reported event. No root cause could be identified. (B)(4).